Event description:
The patient's generator was disabled on (B)(6) 2025 due to the patient not being interested in a battery replacement and feeling like the vns did not help with her seizures. The patient started to experience an increase in seizures after the disablement and then had their device turned back on at their visit on (B)(6) 2025. The output current was set to 0.5ma instead of 1.5ma because the patient previously experienced seizure activity with the higher setting. The patient's pulse width was also decreased to 130usec. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.